Event description:
It was reported that pt states that she has been having pain and swelling in her right leg and hip since the surgery. She states that her hip feels spongy like there is extra tissue there. Her surgeon gave her a cortisone shot in the hip for swelling approx 7 months ago. She has also been seeing another rheumatologist for treatment for arthritis. She has been having pain in her lower back that runs down the back of her right leg down to the knee. Her primary physician ordered an MRI on her back in early (B)(6) 2012 which showed she has bulging disks and arthritis in her lower back. She has been prescribed muscle relaxant medication which doesn't seem to help. She also takes vicodin and hydrocodone for the pain which do help. Problems in this hip began about one month after the surgery. She gets a sharp pain at the implant location at least once a day. She will be scheduled by her surgeon for blood test and an MRI after which she will see the surgeon for review of testing and general f/u. Update: as per sales rep, "mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure."

Manufacturer narrative:
Eval results: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.